Event description:
Procedure type: hernia procedure. According to the reporter: the balloon had a hole in it and would not deflate. A new balloon opened to complete procedure. No pt injury was reported. Disposable surgical access device.

Manufacturer narrative:
(B)(4).